Manufacturer narrative:
H10: the actual sample was evaluated. A visual inspection with the naked eye, was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed, with no issues noted. Integrity testing was also performed, on the connection between the in-lab titanium adapter and patient adapter of the transfer set, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This occurred during use of peritoneal dialysis therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.